Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a syringomyelia treated by syrinx to peritoneal cavity shunt. Following insertion of the shunt site she was admitted to a nursing home for physical rehab. She subsequently suffered from progressive, painful, lower extremity spasms. She was treated with limited success using oral baclofen. It was recommended to her that she have an infusion pump implanted for intrathecal delivery of baclofen. A pump was implanted on (B)(6) 2006. Initially the pt did reasonably well. However, as time passed, per recollection of the reporter, in early (B)(6), she developed classic symptoms of baclofen withdrawal including severe visual hallucinations, delusions, confusion, agitation, delirium, disorientation, perceptual disturbances anxiety and restlessness. She became "uncontrollable" and was readmitted to the hosp where attempts at treatment included reprogramming the pump. Her symptoms never really did resolve and she was sent back to the nursing home when she became progressively somnolent and then expired on (B)(6) 2006. A postmortem exam was performed on (B)(6) 2006. No significant contributory findings were present. The pump was noted to be in "proper position and the intrathecal catheter was appropriately placed."